Event description:
It was reported that the guidewire coating was peeling. A .014/190cm transcend guidewire was used in a procedure. However, when the device was pulled out, it was noted that the hydrophilic coating was peeling away. There were no reported patient complications.